Event description:
The customer reported obtaining high ion selective electrode sodium, potassium and chloride results for three (3) patients on their dxc 700 au clinical chemistry analyzer. The customer repeated the patient samples with normal results. The customer released the initial high results out of the laboratory. However, there was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and found the buffer valves were defective. The fse replaced the buffer valves to resolve the issue. The fse performed calibration, and quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).